Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. This event will be reevaluated, as appropriate, if additional information becomes available. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a carb.b.transmetal cyl. Fg 01 broke during use. The outcome is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Additional information received we received the following information regarding this complaint was a patient injured? No have all the broken parts been recovered from the patient's mouth? Yes and they were returned in the package to the head office were any other medical or surgical treatments required after the event? No how many times was the instrument used before the event occurred? Event that occurred on the first use additional information received that no patient injured, and all the broken parts retrieved from the patient mouth. Since this is the case the 8000-opn-014 applies (broken parts retrieved - no patient's injury) applies to this event and is not reportable. Please disregard the initial report. Additional information received that no patient injured, and all the broken parts retrieved from the patient mouth. Since this is the case the 8000-opn-014 applies (broken parts retrieved - no patient's injury) applies to this event and is not reportable. Please disregard the initial report.